Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: unk. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). (B)(4). The product has not been returned. The product investigation is pending.

Event description:
It was reported that a patient underwent a pulmonary vein isolation ablation procedure with the use of a thermocool® smarttouch® uni-directional catheter, and during the procedure the outer coating of the catheter broke while inside of the patient. Follow-up confirmed that the catheter was not pre-shaped by the physician and a st. Jude medical sl1¿ 8.5 inner diameter french sheath was used. The procedure was completed with the use of a same like device. No adverse patient consequences were reported. This damage is reportable due to the physical damage observed on a section of the catheter that was inserted into the patient, however it is unknown whether there are any exposed inner components that could have posed patient risk. The device has not been returned for evaluation.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an ablation procedure with the use of a thermocool smarttouch uni-directional catheter, and during the procedure the outer coating of the catheter broke while inside of the patient. No adverse patient consequences were reported. The complaint device was received for analysis by the bwi failure analysis lab (fal) on 1/18/2015. Upon receiving, the catheter was visually inspected and it was noted that the shaft was broken about 23 mm proximal of electrode #6. Per this condition the catheter was tested for electrical performance and it was found within specifications. Therefore, we can conclude all the electrical wires were perfectly insulated. It remains unknown as to what caused the damage to this catheter, however, the instructions for use states that careful catheter manipulation must be performed and to avoid twisting the catheter to prevent any damage. The customer complaint has been verified. An internal corrective action has been opened to address this issue the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.